Manufacturer narrative:
Device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is pursuant to a maude report (B)(4) which is attached to this report. The information contained in this report is corrected or additional information not provided in the user facility medwatch. This is report 3 of 3 for complaint (B)(4).